Event description:
Procedure: sleeve gastrectomy. According to the reporter: surgeon reports a patient had a gastric sleeve using a 40f bougie tube in (B)(6) 2010. He did not report this at that time. He stated the cartridge (unknown duet reportedly used) did not fire satisfactorily at the time of surgery and felt it jammed and was not smooth with the firing. Twenty four hours later the patient had a septic leak at the antrum. She had open surgery to repair the leak and again had to be re-operated on in 6 months and again in another 6 months with complete gastrectomy.

Manufacturer narrative:
(B)(4).